Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 +mg/dl. The customer¿s parent also reported via phone call that the insulin pump was not working. Customer's parent also reported that the mouth of battery compartment was broken. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with cracked case behind the device near the battery tube compartment and broken battery tube threads. (B)(4).